Event description:
The tip of the guide wire became caught on the deployed stent and became detached while being removed from the pt. The physician inserted the guide wire into the pt. The physician inserted the stent delivery system and successfully placed the stent. The physician removed the stent delivery catheter and attempted to remove the guide wire and while the physician was pulling the wire through the deployed stent, the tip of the guide wire became stuck. The physician pulled on the wire and the wire stretched and detached within the stent. The remaining section of the guide wire was removed, but the tip section of the guide wire is still lodged inside the stent, inside the pt. The physician decided that the pt needed to be sent for a surgical procedure for removal. The pt is reported to be well.